Manufacturer narrative:
Correction: device serial number changed.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 3887-33, lot# l78540, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
The consumer reported that he had trouble with the device. The patient stated that "they fiddled with it" and got the program to work on maximum and later they had to replace it in 2003. The indication for use was multiple back operations. No patient symptoms reported. If additional information is received a follow-up report will be sent.